Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that before surgery they noticed the lens was stuck on the tip of the injector while advancing lens into the capsule. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The returned photo shows an activated device. The plunger is advanced outside the tip of the nozzle. The lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. Based on our observation of the attached photo, the lens trailing haptic appears to be stuck at the tip of the nozzle. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degree celsius/73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The instructions for use (IFU) instructs: visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).